Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2019 the following findings: during investigation, there were frequent low battery warnings observed in alarm history. Black box shows multiple low battery warnings confirmed by user without a battery change occurring. The pump electrical current draws were tested and were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.